Manufacturer narrative:
E1: patient city: (B)(6). Patient country: mexico. Based on the available information, this event is deemed to be a reportable serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that infusion set cannula bent on (B)(6) 2026 and the site insertion was leg and the patient was experienced high blood glucose levels and was treated with manual injection.